Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
--

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, helix extension and retraction issues were reported. The lead was then removed from the patient and the helix exercised normally. The lead was then reinserted and fixed properly. At this point, no measurements were obtainable and the product removed and replaced in absence of adverse patient effects. The lead is intended to be returned for laboratory analysis.